Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on one patient sample compared to the istat troponin. The ER istat result was 0.35ng/ml and then 30 minutes later the architect result was 3.4 ng/ml (customer cutoff for both istat and architect troponin is 0.04ng/ml). Both of these results were reported to the physician. This sample was lithium heparin whole blood, drawn (B)(6) 2013 at 8 am. This same sample was centrifuged and the plasma was run on the istat on the hospital floor and generated a result of 0.31 ng/ml. A second sample was then drawn on (B)(6) 2013 at 10 am and gave similar results as the first blood draw. There was no reported treatment given to the patient.

Manufacturer narrative:
Suspect medical device 4. Catalog # corrected from 02k41-25 to 02k41-37. The customer observed a discrepant patient result, while using architect stat troponin-I, list 2k41-37 lot 84111un13 and list 2k41-01 lot 172477. Review of ticket trending and lot search data for lot 84111un13 did not identify unusual complaint activity related to discrepant patient results. However, increased complaint activity was identified for troponin calibrator lot 172477. Accuracy testing was completed using retained kits of reagent lot 84111un13 and calibrator lot 172477. All acceptance criteria was met, which indicates acceptable product performance. Additionally, the 3 returned patient samples were tested via the analytical specificity testing plan with the lot 84111un13 and 172477. One vial was treated with a heterophilic blocking tube (hbt), and manual dilutions were prepared using the remaining two vials. The hbt testing was inconclusive since the results were inconsistent. Due to the inconclusive hbt results it cannot be determine if the interferent was due to a heterophilic antibody or if it is indicative of a compromised sample. A deficiency was not identified as panel testing shows that the lots performed per specification. The customer was referred to the architect stat troponin-I reagent package insert, "limitations of the procedure" section for additional information regarding the issue. No malfunction has occurred since the discrepant results were for a discreet patient and there is no indication in the assay package insert if the architect stat troponin-I assay correlates with the istat assay. No additional issues were identified; no further action is required at this time.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaulation is complete.